Event description:
(B)(4). Event occurred in the united states. It was reported that when the patient woke up, she noticed that the infusion set's tubing detached at the site, while she was sleeping. The site location was patient's left leg and the pump was located on left side. Moreover, the infusion set had been in use for second day. Reportedly, the infusions were stored in room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently (on the day of this report (B)(6) 2020), her blood glucose level was 124 mg/dl. No further information available.